Event description:
During a esophagogastroduodenoscopy with dilation, the device was tested when removed from the package and operationally fine, but kinked when putting down the olympus gastroscope, deip, gif-h190 (B)(6), and the balloon would not deploy. A new cre single-use balloon dilator was obtained, and the case completed without further incident. No harm to the patient.